Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6) pounds. The pump was removed and replaced on (B)(6) 2017 and the device was given to the rep to be sent in for analysis. It was noted the inability to aspirate or inject the pump had been resolved. The pump was interrogated and refilled (adjusted) on (B)(6) 2017 with no complications. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on (B)(4)2017. It was reported that the pump was explanted on (B)(6)2017 and had been used to deliver fentanyl (750 mcg/ml) and bupivacaine (40 mg/ml at 20.23 mg/day) it was reported that there was a device related reason for explant and the pump was unable to be filled or aspirated. The correct port had been verified using fluoro. It was noted that the pump was running properly; no rotor or dye study was performed.

Manufacturer narrative:
Logs showed the pump was delivering fentanyl (750.0 mcg/ml) at 379.33 mcg/day and bupivacaine (40.0 mg/ml) at 20.231 mg/day. The pump was returned, and analysis identified reservoir access issues due to reside (during or after internal decontamination). Analysis identified residue in the drug flow path and residue in the bellows of the drug reservoir, which resulted in the bellows becoming deformed. Analysis also identified overinfusion with an undetermined root cause. Result code 3233 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that at the refill the physician was initially able to aspirate normally and got about 6 ml out, which was what was expected. When they went to refill they could only fill with about 27 ml. When they tried to aspirate that, they no longer could aspirate. The date of the event was (B)(6) 2017. Considerations were reviewed with the representative, including trying a different refill kit, doing the locked valve procedure, checking kit tubing patency, and checking needle patency. It was noted that the representative was also sent lateral images of the pump with various fill levels that the physician could compare to in order to see if the pump truly is full or if the reservoir was not expanding evenly. It was indicated that it was unknown if the issue was drug-related at the time of the initial report. It was later reported on (B)(6) 2017 that they verified under fluoroscopy that 27 ml was in the pump and did not attempt to aspirate again. It was later detailed on (B)(6) 2017 that a lateral picture to verify fluid was in the pump was performed as diagnostics/troubleshooting and that they were unable to aspirate the volume placed in the pump. They attempted to aspirate as actions/interventions taken but they were unable to aspirate or inject additional medication into the pump. They were unable to inject more than 27 ml and were unable to aspirate the medication. It was noted that they were concerned with a possible pocket fill but verified the fluid in the pump via a lateral x-ray of the pump. The cause of the refill issue was not determined as of 2017-jun-30. The patient's weight at the time of the event was unknown, per the manufacturer's representative. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.